Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found an external abrasion at 44.8-45.5 cm from the distal tip breaching the optim sheath, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.